Event description:
A customer reported a cartridge change error with their pump. Despite the issue, the blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to inspect and clean certain parts of the pump and attempt to load a new cartridge. However, they were unable to load the cartridge successfully. Technical support then assisted with filling and loading a new cartridge, but the problem persisted, leading to an escalation to customer service for further troubleshooting.